Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they feel like their treatment is moving too fast. It is difficult for them to get use to the constant discomfort that the aligners are causing. Their front teeth on top and bottom feel like they are being pushed together too hard and their gums start to bleed more easily. It is noted that recession was noticed on the lower gum before treatment and oral hygiene was poor to fair. Stls are poor. Advised patient to do 14-day wear instead of 7 day and hh tips. Requested additional information as to how many hours aligners worn, last dental cleaning and exam and information about their discomfort.